Event description:
It was reported by the customer that on (B)(6) 2010, there was a sudden flash and the whole end of the fiber melted and broke into the patient's bladder at 36,871 joules. Also, it was reported that the fiber was retrieved. No pt injury was reported.